Manufacturer narrative:
Analysis was performed by the philips field service engineer (fse) during preventive maintenance, who found that the speaker had been disconnected (by someone at the customer site) and lost. The fse ordered and installed a replacement speaker. The device was operational after repairs were completed. Based on the results of the analysis, it was determined that the product was not operating properly without the speaker and the most likely cause of the reported problem was the missing speaker. The issue was resolved by the fse installing the replacement speaker and the product is back in service. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
It was reported that during preventative maintenance, the device was found missing its external speaker. The device was in use on a patient at the time of the event. There was no adverse event reported.